Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator (ins) seemed to be shifting and migrating to the surface of the skin. It was indicated that the patient noticed it suddenly about two weeks ago, and it was not bothersome before. It was noted that it woke up the patient, and was rubbing on their jeans. The patient mentioned that they suddenly started feeling it more and more, and it was uncomfortable sitting in the car. There were no falls or emi exposure related to this event. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information reported by the patient reported they met with their physician and they noted he will be monitoring them. The circumstances that led to the migration of the stimulator are unknown. There were no steps taken to resolve the migration of the stimulator. The patient noted that only time will tell if the issues is resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.